Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
An abbott field service engineer (fse) reported being splashed in the eyes with external waste from the alinity c processing module during troubleshooting for a leak underneath the instrument. The instrument was stitched off and when the blocked tube was disconnected the external waste splashed. The laboratory technician provided first aid by rinsing the fse¿s eyes. Additional information provided that the fse was wearing goggles but it managed to get in the eyes. The fse was seen by a doctor on (B)(6)2022 and was prescribed and started taking tribuss, anti-retroviral medication for the exposure. It was reported that the fse is doing fine.

Event description:
An abbott field service engineer (fse) reported being splashed in the eyes with external waste from the alinity c processing module during troubleshooting for a leak underneath the instrument. The instrument was stitched off and when the blocked tube was disconnected the external waste splashed. The laboratory technician provided first aid by rinsing the fse¿s eyes. Additional information provided that the fse was wearing goggles but it managed to get in the eyes. The fse was seen by a doctor on (B)(6) 2022 and was prescribed and started taking tribuss, anti-retroviral medication for the exposure. It was reported that the fse is doing fine.

Manufacturer narrative:
The field service engineer (fse) cleaned the external waste pump and waste tubing fittings to resolve the blockage. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systematic issues or trends related to the result issue described in this complaint. A review of tracking and trending for the external waste pump for the architect and alinity analyzers did not identify any trends. Labeling was reviewed and provides adequate information regarding the troubleshooting of erratic/discrepant results. Based on the investigation, no systemic issue or deficiency for the alinity c system or the alinity ci external waste pump for sn (B)(6) was identified.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.